Event description:
While transporting a portable nebulizer with attached air compressor unit, the technician crossed over an uneven threshold and caused the compressor to slip out of its mounting pads and slide across the trolley base. The technician was able to reposition the compressor back into its hold by lifting and readjusting. The compressor weighs greater than 40 pounds. The nebulizer assembly was brought to biomedical to be evaluated. Biomedical temporarily placed a velcro strap across the complete compressor assembly to keep the unit stable. Biomedical contacted the distributer of the compressor for mounting solutions. There is no stateside contact for the manufacturer of the compressor aside from the distributer. The compressor assemble is an assembled add on for the high flow nebulizer.======================manufacturer response for air compressor and trolley, ekom (per site reporter).======================distributor to evaluate and determine a mounting solution.what was the original intended procedure?equipment transport.device #1is this a laboratory device or laboratory test?no.